Event description:
The customer reported that while the unit was in use on a pt, the unit fluctuated between a/c and d/c power for several hrs and then finally shut down from loss of battery power. The pt was switched to another unit and therapy was continued. No pt injury was reported.